Event description:
Information received indicates the head section lowered and cannot be articulated up.

Manufacturer narrative:
The technician replaced the head up and down valves. He tested the bed and found it functioned properly.